Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, medium-large clips came loose from the clip applier instrument. A fragment fell inside the patient and retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage or irregularities, such as bent or misaligned grips, were noted. The incident involving the medium-large clip applier occurred prior to clip application while the instrument was in the patient. Six clips fell into the patient before application. All clips were successfully retrieved during the procedure. Medium-large clips were used with the clip applier instrument, and the vessel or tissue bundle did not exceed the specified diameter in the IFU (10 mm for medium-large clip applier, 13 mm for large clip applier). The number of times the clip applier was used during the case prior to the incident is unspecified. The issue was resolved by using a backup clip applier instrument. The clip applier instrument is available for return to isi for evaluation. There were no photos or videos of the event for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument passed clip test. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.